Event description:
It was reported that the 9800 system has no fluoro image on the monitor. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an investigation. Based on info provided the following components have been ordered. Single board computer (sbc), display adapter pcb, video controller pcb and image processor pcb. It is believed that once the identified components are replaced, the reported issue will be addressed. If any add'l info is received that indicates otherwise, a follow-up report will be submitted as required.